Event description:
Customer reports being unable to obtain a result on the aviva system due to an error on the device. Several hours after attempting to use the device the customer's son was unable to rouse him; customer was taken to the hospital and tested 27 mg/dl on professional device. Customer awoke while at the hospital; he was treated with an IV (contents unknown). Customer's low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.

Event description:
It is reported that the stem is protruding through the box, and the bone plate's inner sterile packaging is broken.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.